Event description:
A medtronic field employee reported that the navigation system unexpectedly exited to the medtronic logo screen after the surgeon had completed a tracer registration and was confirming accuracy. Navigation had not yet begun. The system was shut down and then the field employee called in to technical services for assistance. Medtronic technical services representative walked them through the software to get back to the registration screen. Registration was performed a second time. Surgeon confirmed accuracy and proceeded to navigation. Biopsy was successfully performed utilizing the navigation system. There was no impact to the patient outcome.

Manufacturer narrative:
Logfile analysis findings: the log was corrupted. However, enough of it was available to get some information about the logs on the complaint date. There are numerous core file directories for that day, however there is no content, owing to the corruption happening on the first core file in the tar file. This record was closed with the release of the (B)(4) software which incorporated the fix for this anomaly.

Manufacturer narrative:
System log files retrieved and sent in for examination on (B)(4) 2012. Software evaluation pending.